Manufacturer narrative:
(B)(4)

Event description:
It was reported that shaft break has occurred. The 90% stenosed lesion was located in a severely tortuous and severely calcified left main trunk (lmt) and left anterior descending artery (lad). During procedure, ablation was performed with the used of 1.5 mm, 1.75 mm and 2.0 mm burr since severe calcification was confirmed through intravascular ultrasound (ivus). After which, pre dilatation was attempted with a semi-compliance balloon catheter but the device failed to cross the lesion. The physician opted to view the lesion again however the ivus catheter could not cross the lesion. So physician inserted the guidezilla guide extension catheter into the lad then introduced ivus catheter however, resistance was felt at the collar part of the guidezilla guide extension catheter. Subsequently, it was confirmed that the ivus catheter had came in contact with the collar part. After several manipulation through pulling/pushing, the ivus catheter was able to pass through the guidezilla guide extension catheter. Then ivus was performed. Furthermore, a balloon catheter was inserted through the guidezilla guide extension catheter but then again encountered resistance at the collar part. When the guidezilla guide extension catheter was removed, it was found out that the collar was almost detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Microscopic examination and tactile inspection found no irregularities or defects in the distal shaft. Microscopic examination revealed a partial separation at the collar/proximal shaft weld. A .057¿ tooling qualified mandrel was inserted through the collar with no resistance and no irregularities or defects during microscopic examination and tactile inspection. Microscopic inspection found no irregularities or defects in the ptfe. A promus element plus unit (mfg batch 17191143) was inserted in the collar of the device with success; however, due to the separation of the shaft, there was resistance when the distal end of the device was passing through the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break has occurred. The 90% stenosed lesion was located in a severely tortuous and severely calcified left main trunk (lmt) and left anterior descending artery (lad). During procedure, ablation was performed with the used of 1.5 mm, 1.75 mm and 2.0 mm burr since severe calcification was confirmed through intravascular ultrasound (ivus). After which, pre dilatation was attempted with a semi-compliance balloon catheter but the device failed to cross the lesion. The physician opted to view the lesion again however the ivus catheter could not cross the lesion. So physician inserted the guidezilla guide extension catheter into the lad then introduced ivus catheter however, resistance was felt at the collar part of the guidezilla guide extension catheter. Subsequently, it was confirmed that the ivus catheter had came in contact with the collar part. After several manipulation through pulling/pushing, the ivus catheter was able to pass through the guidezilla guide extension catheter. Then ivus was performed. Furthermore, a balloon catheter was inserted through the guidezilla guide extension catheter but then again encountered resistance at the collar part. When the guidezilla guide extension catheter was removed, it was found out that the collar was almost detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.